Event description:
It was reported that syringe 3ml ll w/ndl sftygld 25x1 rb plunger detached. This was discovered during use. The following information was provided by the initial reporter: material no. 305924 batch no. 7093912. It was reported that the plunger detached from the black rubber. Per email from customer: plunger detached from the black rubber after drawing up vaccine. Plunger is loose and slides to end of syringe. This is the second one in a week but from a different box. No others identified in the box.

Manufacturer narrative:
H.6. Investigation: two 3ml syringes with safetyglide needle assemblies attached in opened blister packs (p/n 305924) were received and evaluated. One blister pack was from batch 7093912 and one was from batch 7093907. It was observed in both syringes, the end of the plunger rods were broken off inside the stopper and were rejectable per product specification. Potential root cause for the broken plunger rod defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll w/ndl sftygld 25x1 rb plunger detached. This was discovered during use. The following information was provided by the initial reporter: material no. 305924 batch no. 7093912. It was reported that the plunger detached from the black rubber. Per email from customer: plunger detached from the black rubber after drawing up vaccine. Plunger is loose and slides to end of syringe. This is the second one in a week but from a different box. No others identified in the box.